Manufacturer narrative:
The customer returned the meter and test strips. The returned test strips were measured with the returned meter in comparison with relevant retention test strips (lot 119110-10) and the current master lot coaguchek xs pt test strip (lot 124158-80). The returned customer material and retention material complies with specification.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of erroneous results between their coaguchek xs meter with serial number (B)(4) and the laboratory using the siemens innovin method. The result from the coaguchek xs meter was 2.6 inr. The result from the laboratory from a sample obtained at the same time was 1.7 inr. Heparin was administered following this comparison. No adverse event occurred. The customer currently feels well and is currently taking diuretics which help her breathe easier. The customer&#62688;therapeutic range is 3.3 - .9 inr. The suspect product was requested for return. Relevant retention test strips (lot 119110-10) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 230 734 80). No error messages occurred. Retention material complies with specification.